Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product complaint # (B)(4). The driving cap (p/n: 03.010.475, lot #: 9166929) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and logged inside the insertion handle. The rest of the driving cap was not returned. No other issues were identified with the returned device. The complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: 9166929). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.475, lot: 9166929 , manufacturing site: bettlach, release to warehouse date: 03.feb.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nailing procedure on (B)(6) 2020, the threads of the suprapatellar driving cap broke off in the threaded portion of the insertion handle. The issue occured while malleting the nail in. The surgeon completed the procedure by malleting the insertion handle without the driving cap. The procedure was successfully completed. There was a ten (10) minute surgical delay. Status of the patient was satisfactory after the procedure. Concomitant device reported: insertion handle for suprapatellar (part # 03.010.440, lot # 14-1594, quantity 1), unknown tibial nail (part # unknown, lot # unknown, quantity 1), unknown hammer/mallet (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).